Manufacturer narrative:
No unexpected error alarm was noted during testing. The insulin pump passed the self test and the displacement test. The insulin pump had a scratched reservoir tube window and a scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed due to the flash crc is incorrect for factory stored information. Nothing further reported.